Manufacturer narrative:
B5- per updated information on (B)(6) 2021 the lens was exchanged for a longer length lens and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
B5- initial reported -7.5/1.0/170 (sphere/cylinder/axis) should be corrected to -7.50/1.0/176 (sphere/cylinder/axis). H3- device evaluation: lens was returned in liquid in a vial. Visual inspection found lens haptic broken. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1,-7.5/1.0/170, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Low vault was observed , lens remains implanted. In the reporters opinion the cause of the event is the device. If additional information is received a supplemental medwatch report will be submitted.